Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of above 500mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the pump. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 203 mg/dl. Troubleshooting was performed. The customer was admitted into hospital as a result on (B)(6) 2017. The blood glucose value when admitted to hospital was above 500 mg/dl. The customer complained about pale face and was nauseated and had high ketones. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. The drive support cap appears normal (slightly indented). There were no leaks or air bubbles. The insulin pump presented a no delivery alarm with the high pressure test customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer stated that site issues. The product was not returned for analysis.